Manufacturer narrative:
The local representative planned to return the device to boston scientific's post market quality assurance laboratory. However, following the extraction process, the ra lead was discarded and will not be returned for laboratory testing. The event will be reopened if additional information is received and/or products are returned for analysis.

Event description:
Boston scientific crm received information from an implant form that this device and right atrial (ra) lead were explanted. The device's battery status indicator was middle-of-life (mol) 2 and was electively explanted at the time of the scheduled ra lead revision procedure. There were no allegations or complaints against the device's operation, functionality or longevity. The ra lead was explanted due to a greater than 3000 ohm pacing impedance measurement associated with loss of capture.

Manufacturer narrative:
The lead was returned severed (477mm from the terminal pin in 2 segments). The cathode coil goes from 127, 145mm and the anode coil with silicone insulation starts at 207mm on the second segment. There were cuts in the outer insulation and areas on the conductor coils were deformed. It was concluded that these observations were most likely due to the suture tie down. The cathode coil is fractured at the helix mechanism (590 mm from the terminal pin). The cathode segment was put through and failed electrical continuity testing. Microscopic examination of the cathode segment confirmed the initial laboratory findings of coil fracture.

Manufacturer narrative:
Subsequently, boston scientific crm received information that this ra lead was returned to boston scientific's post market quality assurance laboratory. The lead is currently undergoing laboratory testing.

Event description:
--